Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the service light-emitting diode (led) of the power module device was illuminating. It was further determined that the device failed pretest for saw-test, function test, charging and checking of the power module in charger, information button and self-test, and check charging sockets. It was noted in the service order ¿turn on red light in the module¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as feb 7, 2018 on the initial report. This date has been updated to dec 26, 2017. If additional information should become available, a supplemental medwatch will be submitted accordingly.